Manufacturer narrative:
Evaluation summary: the hawkone device was received for analysis. The hawkone was inspected and it was observed that the slide cover and handle body were detached. There was no indication of a fracture on the slide cover or the handle body. At the separation the drive shaft was bent. The distal assembly was inspected and it was observed that there was a hole where tissue was protruding approximately 1.6 cm distal to the cutter window. Location of the hole was on the same plane as the cutter driver window opening (opposite the guidewire tubing). The distal assembly was inspected and it was observed the coils outside of the observed hole showed signs of stretching outward from the hole.

Event description:
The physician attempted to treat patient using a hawkone ls device. Lesion type was fibrous with 80% stenosis, little tortuosity and moderate calcification. 5 mm spider embolic protection and a 7f sheath were used. It was reported that the vessel was not pre-dilated and was post-dilated. IFU was followed. No resistance was felt. Account reported that there was plaque bulging out of the nose cone of the device. The hawkone device was removed. Procedure was completed using a pta balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.